Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. On (B)(6) 2017, the customer had blood glucose of 39 mg/dl. The customer treated with soda. On (B)(6) 2017, the customer had blood glucose of 57 mg/dl and treated with juice boxes. On (B)(6) 2017, the customer had blood glucose of 46 mg/dl and treated with juice boxes. The customer reported lost sensor signal. The customer declined to troubleshoot for high and low readings. The product was not returned for analysis